Event description:
It was reported that the vns patient passed away on (B)(6) 2013. The patient';s device had reached end of service prior to the patient¿s death. The cause of death is unknown. No further information relevant to the event has been received to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.